Manufacturer narrative:
Off label use: acd <3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicmo13.7 implantable collamer lens of -11.5 diopter was implanted as a replacement lens due to a low vault without rotation. The lens was implanted into the patient's left eye (os) on (B)(6) 2022. Reportedly, "even with the lagrest size icl, the low vault peisisted." Cause of the event is reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).